Manufacturer narrative:
Concomitant product: fr995-23 tissue valve, implanted: (B)(6) 2005. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 19 08 on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an power on reset (por). The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.